Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was experiencing significant drops in heart rate after exercising. The device's activity sensors were discussed. The device remains in service. There were no adverse patient effects reported.